Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent became knotted inside of the patient.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened, used stent present. A visible knot was present on the stent's shaft, centered directly over the 22-32 cm print on the shaft. The stent was uncoiled and there were visible creases in the shaft where it was coiled. The stent would not return to its original position without force pushing both ends of the stent down. The catheter's shaft was confirmed to be 7fr, however since the product catalog number was unknown, the correct specifications could not be identified. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this stent product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product catalog number is unknown, the stent product ifus are found to be adequate based on past reviews.h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent became knotted inside of the patient.